Manufacturer narrative:
Customer was using the product to coagulate during strabismus repair (muscle surgery around the eye) customer was using the device for approx 2 mins, then the tip fell off. Customer stated they were not cutting, and only using the device to coag. Product was being used when the tip melted off. There was no consequence to patient and another device was not needed. Customer was given RMA and shipping label to return product in question. Product was returned through the RMA room on 9/27/2023. The device was returned with the broken tip, and the end cap holding the batteries had been removed. Batteries were not returned for investigation complaint confirmed for broken tip. True root cause is unable to be determined with accuracy at this time. It may be possible the device tip was held active for longer than specified on the IFU, leading the tip to break when attempting to coagulate the intended area. IFU calls out a duty cycle of 2 seconds on and 6 seconds off in cycle for no more than 15 minutes. This is the second complaint of its kind for tip breaking during activations within the last 2.8 years of complaint reviews. In the same time period, we have sold 81120 eaches. 0.0024% = low. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The customer alleged that the tip melted off during a strabismus repair ( muscle surgery around the eye). The customer was using the device for approximately two minutes when the tip fell off. The customer confirmed that the patient was not affected and their was no delay in the procedure.